Event description:
Report received of a "cassette" alarm. The patient had been receiving an unspecified volume and rate of tpn via the primary plum set and plum xl3 micro/macro pump. A new bag and tubing were primed with tpn, connected to a triple lumen i.v. Access and placed into the pump. When the infusion was re-started, it was reported that the pump alarmed for "cassette" repeatedly and would not allow the clinician to use the backpriming feature. The set was discarded, the same tpn bag was used to prime a new set and the infusion was resumed. There were no reported adverse patient effects or delays in critical therapy. The reporter states that there were approximately two other undocumented incidents that occurred, but did not have any additional specific information related to the other two incidents.